Event description:
It was reported that the pump exhibited a plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was counterfeit, the bottom case main screw post was broken, and the left plunger case had a broken screw boss. A review of the event history log identified check clutch/ plunger lever error in the history. Functional testing was performed using multiple flow and occlusion tests and the reported problem was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.